Manufacturer narrative:
Analysis summary: at analysis, it was determined that the boss on the upper case was cracked, the keypad was scratched and the encoder switch assembly was out of specification in a mechanical manner. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.